Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There were 2 air detected in cassette warnings during fill 1 of 4. The treatment was cancelled. Fluid was discovered in the pump module inside the cassette door. Fluid leaked from an unknown area. Patient advised to use machine the following day. In a follow up, the patient's spouse verified the fluid leak event and said there was no harm, intervention or adverse event associated to the leak. The patient let the cycler dry out overnight and has been using it since with no issues. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment. There were 2 air detected in cassette warnings during fill 1 of 4. The treatment was cancelled. Fluid was discovered in the pump module inside the cassette door. Fluid leaked from an unknown area. Patient advised to use machine the following day. In a follow up, the patient's spouse verified the fluid leak event and said there was no harm, intervention or adverse event associated to the leak. The patient let the cycler dry out overnight and has been using it since with no issues. The cycler set is not available to return.